Event description:
The account's engineer stated the bed is not sending a nurse call. When he uses the nurse call, or entertainment functions, he does not hear a relay click at the head of the bed. He has replaced the nurse call circuit board and the sidcom cable but the issue returned.

Manufacturer narrative:
Repairs have not been completed.